Event description:
It was reported, that signal loss over one hour occurred. A review of the share logs was performed, and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred on 11-17-2023 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss over an hour was not found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause was determined to be discharged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).